Manufacturer narrative:
One pfa generator was returned for investigation. The pfa generator was powered on, but the generator did not pass the power-on self-test (post). The pinnacle logs identified a ¿no current¿, and a ¿high impedance ¿condition. The generator was disassembled and internally inspected. The pinnacle bridge board slot 2 exhibited signs of thermal damage, specifically at and around locations c48, c49, c50, and c51. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the pinnacle bridge board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage noted from investigation. During a pfa procedure, when the tactiflex duo catheter was connected to the system and inside the patient, the current generator made a large "pop" noise and smelled of smoke. The generator automatically restarted, but 'start case" could no longer be selected and the error light was illuminated. The issue was resolved by switching to rf and using the ampere generator.